Event description:
It was reported that a patient presented with grade 4+ atrial functional mitral regurgitation (mr), abnormal cardiac size and orientation for a mitraclip procedure. It was noted that imaging was challenging. On (B)(6) 2023, an ntw clip (30428r1023) was implanted in a central, slightly medial position with success and satisfactory reduction of mr. The final mean gradient was 4mmhg and the mr was reduced to grade 2+. The patient extubated in the room. On 01-dec-2023, a post-control echocardiogram displayed that the clip was detached from the posterior leaflet. A single leaflet device attachment (slda) occurred. The mr was recurrent at grade 3-4+. The patient remains hospitalized. There will be no additional reintervention in the short-term, the physician will keep clinical treatment and observe the evolution. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the posterior leaflet post procedure, was due to pre-existing patient anatomy (i.e., abnormal cardiac size and orientation) as per the physician. The reported recurrent mr was a directly result of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.